Event description:
Treatment of an avm with onyx. It was reported that the catheter was found leaked during onyx injection. No patient injury reported. Same event as MDR# 2029214-2012-00294.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).